Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to pocket infection. The patient had prosthetic mitral valve and pulmonic valve endocarditis. A surgical intervention was required in order to resolve the issue. No additional adverse patient effects were reported.